Event description:
It was reported that the patient was implanted with a durom acetabular component 48/42 h on (B)(6) 2008. On (B)(6) 2013, it was reported that the cup is loosening. The patient is currently being monitored.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).